Event description:
On (B)(6) 2013, customer states via phone that during a stent exchange with the pt under anesthesia the fluoro failed. The pt was moved to another room and the procedure was completed without incident. No pt injury.

Manufacturer narrative:
Field service engineer (fse) found the customer had selected two incorrect settings; the continuous fluoro box checked in the service mode screen and fluoro inhibit was disabled. Both were causing fluoro to not work. Fse corrected these two settings in the service mode and unit is working fine. Fse verified proper operation per service checklist qssrwi4.1 and using service manuals.